Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that there is a fracture in the pin of the instrument where the teeth of the instrument's jaws meet. Although this instrument was used during surgery, no patient complications have been reported.